Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 580 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was 580 mg/dl. Customer was treated with IV fluids and IV insulin. Customer was wearing the pump at time of hospitalization. Customer was encouraged to call in order to troubleshoot.